Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During the af ablation procedure, with ensite x in voxel mode, the tacticath se was connected to the tactisys, but could not be zeroed. An error message displayed on the ensite x system, which stated: "intended for single use only". The tacticath se was replaced, which resolved the issue, and the procedure was completed with no adverse patient consequences.